Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported unspecified tissue injury cannot be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a prolapsed anterior. Due to insufficient height on the first transseptal puncture, a second puncture was performed. While applying the + knob, an audible sound was observed. While re-prepping the sgc, it was noted that it was unable to curve. Therefore, the device was replaced. Two clips were implanted. After deploying the second clip, tissue damage was suspected on the anterior leaflet, next to the first implanted clip. An additional clip was implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.